Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep. Said the pt could not charge their ins and kept getting "try again" for the last couple of weeks. Mdt rep. Said the pt tried for several hours the other day and then pt met with mdt rep. Today and spent 10 minutes or so and kept getting try again. Tss confirmed no device found screen and suggested navigating passive recharge mode until ins started charging as expected.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the inability to charge the ins was determined to be that it was completely discharged and needed to be trickle charged. Tech services walked them through trickle charging the device. The patient held the recharger on the ins for 10-15 minutes until it was able to be read by the remote. It was noted that the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.